Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence. The physician determined that the device did not cause or contribute to the incontinence, however, the balloon was removed and replaced with a new one with higher pressure. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.